Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm was analyzed and the fa was able to be reproduce error 25521 during power up. Slip ring assembly, slip ring board, rjp printed circuit assembly (pca), rjp mount, rjs pca and rjs mount. The complaint regarding a non-recoverable fault to proceed with the case was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23025 on the master tool manipulator -left (mtml) related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the mtm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using the ssc2. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. The probable root cause of the non recoverable error is attributed to faulty mtml, the procedure was completed with disabling the arm and using ssc2. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 25521 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had an error 25551 on the left hand and the customer disabled the arm to proceed. The customer power cycled the system couple of times, did a breaker reset and drove the master tool manipulator (mtm) with no change. The customer disabled the left hand on the surgeon side cart (ssc) and the surgeon used the second ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had a nonrecoverable fault, and the customer restarted the system. The system was inspected prior to use. There was no issue with port placement. There was no patient injury. There was no system malfunction, it just would not work from the very beginning of the procedure.